Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bite is no longer in alignment. They were only allowed to adjust top teeth since they have a permanent retainer on their bottom teeth. They had spoken with their dentist who informed them the misalignment can cause their teeth to grind themselves down causing future dental issues. They have also experienced cracking of their back molar. Requested patient to provided updated photos and bite video to further evaluate.